Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade broke off. The blade was found. Unknown how case was completed. There were no adverse consequences to the patient.